Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they felt like they are getting electrically shocked on the device and was on their way to the hospital. Patient states it was like touching an electric fence. Patient was not doing anything different when this started about 30 min ago and was just sitting working . Caller states they thought the device was off a long time ago. The patient said the device was working for a good while up until about a year or two ago. Patient said they called and were told that the battery could be dying and to change therapy. Patient changed therapy and it did not help whatsoever so they turned the therapy off. Patient then said yesterday they were waiting for their child to get out of school and all of a sudden they felt something like a sharp pain in their right buttock. Patient felt like they were getting electrocuted. The pain intensified and then stopped and started again. Patient was advised to go to the ER. When patient got to the hospital they were charging the device up. While they were there waiting to see a doctor and get the vitals it was so bad they couldn't sit, stand, or do nothing. When they got their vitals they wanted to do an EKG right then and there and patient was on the floor with their face down. Patient has never been in that much pain being electrocute. Patient waited for the doctor and while waiting they managed to communicate w/ the ins. Patient said the therapy was on and they turned it off. Patient said they had to turn therapy off again and it has been off ever since. Patient also mentioned that their chest was hurting all night and was sore today. Patient mentioned that they had a chest pain later in the evening and they sat up and felt chest pain. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned they had an EKG at the hospital that was irregular and they have never had an irregular EKG before. Patient said stim was on during the EKG. Patient said they urethra hole is big which is why the device probably stopped helping them. Patient also noted they had traces of blood in their urine when at the hospital. A representative (rep) was also on the call and advised patient to contact the rep when they have the system removed so the rep can send the device back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they have been in contact with the doctor and waiting on call back. There has been no set date to remove it.